Event description:
Customer reports sinus "problems" described as congestion with difficulty moving air through nasal passages. The md was seen twice. The first visit the customer was prescribed multiple medications (antibiotics/allergy medicines & steroids). The second visit to the md, the customer was prescribed a cough syrup, nasal spray and two other unknown medications for 3 days use.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Due diligence report: it is important to note that the customer did not replace the filter in their device for an extended period, despite the requirement to do so, particularly given the customer's use of the soclean 2 twice daily. Additionally, the customer has stated that they do not believe the soclean 2 was the cause of the injury. However, due to the customer's failure to respond to inquiries from the complaint handling unit, critical information necessary for identifying potential causes of the adverse event was not obtained therefore resulting in an MDR for due diligence. The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead.